Event description:
The complainant reported that the clinician was attempting to remove the contour stent from a female pt (date of implant unk), but the stent was found to still be coiled halfway down the pt's ureter. The physician then sent the pt to another hosp to have the stent removed. There was no indication from the complainant of any add'l adverse affect to the pt as a result of the reported malfunction.

Manufacturer narrative:
User facility was unable to supply the lot number of the device used; consequently, the exp date of the device is unk. User facility was unable to supply the lot number of the device used, consequently, the MFR date of the device is unk. The complainant did not report the lot number of the device involved in this event. In lieu of a reported lot number, a ship history report (shr) was performed, which indicated that the last two lots shipped to this customer were 11002361 and 11014359. The device history records for these last wo lots shipped to this customer appear normal and no quality related issues or mfg related deficiences were noted. The may 2008 15-month contour w/o wire trend report for all complaint failure modes was reviewed; no adverse trends were noted. The complainant indicated that this device will not be returned for eval; therefore, a failure analysis is not available. At this time we are unable to determine if the device met spec, and unable to determine the relationship between the device and the cause for this event.